Manufacturer narrative:
The customer reported the suspect main printed circuit board (pcb) component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect main pcb for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported a intermittent vent inop and motor fault alarm with other associated secondary alarms during patient use on this ventilator device. The customer stated the patient was placed on an alternate device and no harm or injury reported with this event. Involvement with this event. The customer determined the most likely cause of the reported issue was an internal fault within the main printed circuit board of the device.